Event description:
Ruptured both implants. Problems/symptoms: fibromyalgia syndrome, raynaud's phenomenon, myalgia, serologic abnormalities, ana, anti-cardiolysis, arthralgia, cognitive dysfunction, memory loss, sicca symptoms, alopecia, burning chest pains, clogged arteries (angioplasty x 2), and left eye retinal vein occlusion. Rptr has been disabled since 1989.